Event description:
User facility reported that the pt was intubated with the product listed. According to reporter, the tracheostomy tube was in use with an attached ventilator at patient's home. Caretaker attempted to detach the product from ventilator to perform suctioning. But reported that the product could not be disconnected. The user facility removed the product from pt and re-intubated the pt with a replacement product.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.